Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the quick coupling device would not hold the k-wire, had seized mechanics, difficult to assemble, component damage, the jaws were defective, pins on the cone sleeve wandered out and the attachment could no longer be dismantled. It was further determined that the device failed pretest for check the free movement, tool coupling, pin length and cone sleeve. It was noted in the service order that the device k-wire collet was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.